Manufacturer narrative:
Summary: the testing of the quality control laboratory confirmed the correct function of the complained lot of anti-human globulin, anti-igg solidscreen ii. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complaint lot. (B)(4).

Event description:
The customer complained false negative reactions of a proficiency sample (aut-02) containing anti-e. We received the proficiency sample (aut-02) but not the complained lot of anti-human globulin, anti-igg solidscreen ii. The proficiency sample was tested with the retention sample on tango in the quality control laboratory and reacted negatively. Furthermore a twofold serial dilution was tested on solidscreen ii and reacted correctly positive. Referred to informations of customer the proficiency sample aut-02 contains a monoclonal anti-e and not a natural occurring antibody. The intended use of solidscreen is amongst others the detection of irregular red cell antibodies in human blood.